Event description:
It was reported that during a lap low anterior resection, bleeding occurred after the operation. The bleeding was stopped with unknown treatment. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.